Event description:
In preparation for a laser photo selective evaporation of the prostate (pvp) procedure, the laser console was set up before the case by the technician. The laser fired up and was running. The laser was then shut down and the technician left the room while the nurse got the patient. The technician returned and tried to start the laser and it would not turn on. The console had a burning smell coming from it. The case had not started; therefore, there was no patient injury.